Event description:
The customer reported, "getting power cycle error, and potentiometer error." On the 2800 system, this is not a bypassable error and it will prevent the system from functioning. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The fuses and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.